Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the user reported that the cable scope video cable was inserted upside down. The user corrected this issue by inserting it right side up and the image returned. The issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus technical assistance center (tac), that the evis exera ii video system center did not show image and only showed colors on the monitor during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope cable being oriented/connected upside down could not be identified. The event can be detected/prevented by following the instructions for use which state: 4.2 connection of an endoscope 1. Ensure that this instrument and all connected devices are turned off. 2. Connect the endoscope connector of the videoscope to the light source, referring to the instruction manual for the light source. 3. Push the video plug into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Olympus will continue to monitor field performance for this device.